Event description:
Complaint is second of two reported leaks. "Blood leak problems with this lot of f8 dialyzers over past two weeks." Requested further complaint info. 2/3/99 health care professional left info; there were two "large blood leaks" with blood visualized in the dialysate. 2/9/99 spoke with health care professional who confirmed blood losses of 240 cc (or the volume of the extracorporeal circuit) for each event. There were no complications or adverse effects as a result of the reported leaks and no medical intervention was required. Have requested pt info for each event for MDR filing (MDR filed due to blood loss reported.) No sample are available. 3/2/99 pt info rec'd for MDR submission. There were no adverse effects to the pt as a result of the reported leak. No further info is available.